Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Patient lost therapy. Surgery may occur to address the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient's ipg was explanted and replaced which resolved the issue.